Event description:
International affiliate reports that as the surgeon was using intermediate tightener, he commented that it did not seem to work as expected in tightening the di set screw. Examination of the distal portion of the instrument found 3 of the 4 castle nut tabs had fractured and were on the verge of shearing from the instrument. Another tightener was on hand to complete the procedure. There were no adverse consequences to the patient and no significant delay.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Manufacturer narrative:
Visual inspection noted that three of the four nut teeth on the instrument had been fractured but were still attached to the distal tip. A hardness verification determined that the material met hardness specification requirements. A review of the device history record found no discrepancies. No issues were identified during the manufacturing and release of this product that could have been attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A CAPA was implemented due to an increasing trend of customer complaints reported for tip breakage in. It was noted that (B)(6) had a significantly higher complaint rate versus the united states and outside the united states, which suggested that the (B)(6) complaint rate was driven by a technique related issue. It was determined that the complaint rate for (B)(6) was unacceptable and that further investigation of the (B)(6) market was necessary and would be conducted by the marketing team. The root cause of the reported issue is currently under investigation and activities are being tracked on a CAPA.